Event description:
The customer reported that the tube developed a leak in the pilot balloon during pt use. The tube was replaced without incident.

Manufacturer narrative:
No analysis or conclusion can be established because no sample or lot number have been provided for investigation. Information has been added to the database for trending purposes.